Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was more than 600 mg/dl and current blood glucose was 92 mg/dl. Customer reported that her insulin pump was not working, since she connected to the insulin pump her blood glucose went up to 600 mg/dl twice and had a very low blood glucose in december. The customer stated since she started using it she had highs and lows and she stopped using it since (B)(6) 2019. Customer refused to troubleshoot. The insulin pump will not be returned for analysis.